Manufacturer narrative:
Based on the investigation, the root cause for the wire fracture was unable to definitively ascertained due to a lack of clinical use information and the complaint device not being returned for visual inspection to characterise the nature of the device fracture. Review of the dhrs for the reported batches verified that the wire was supplied in conformance to the specifications. No deviations were noted which may have contributed to the failure of the device in its intended use. Trend analysis for the wire showed that this was the first complaint reported, and the failure rate is deemed as low and no negative trend for this k-wire has been noted.

Event description:
During a subtalar fusion, the tip of the guide wire broke and was left inside the bone. No patient injury was reported at this time. Further information had been requested from the initial reporter, however no additional information has been received at the time of this report and no further complications or adverse surgical outcomes have been reported. Should ortho solutions receive updated information which changes the overall health impact as documented here, this report will be updated.